Manufacturer narrative:
Eval results: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our x-ray manufacturer to submit this event that happened in foreign country. Problem: pt was having an x-ray procedure. The x-rays stopped without command during the procedure. The system had to be rebooted three times to return to an operational state. This happened with the pt in an unstable condition and the pt died.